Event description:
Description of event according to study (B)(6) study: synopsis: a type ia endoleak and device issue were noted 800 days post-procedure. On (B)(6) 2021, this 57-year-old male patient was routinely treated for acute thoracic aortic dissection type b with placement of a zta-p-38-217, a zta-pt-42-38-225, and a zta-pt-42-38-173. Procedure imaging revealed patent study devices. On (B)(6) 2021, the patient experienced development of new aneurysm distal to the study device (ae1). This was treated with surgical flattening of the aneurysm, and was noted as not related to the study device or procedure. On (B)(6) 2021, 1-month follow-up imaging revealed completely thrombosed thoracic and abdominal false lumen, patent study devices, thrombus in a study device, and no evidence of device issue. On the same date, the patient was diagnosed with slight opacification of the false channel at the level of t6 caused by an intercostal branch (ae2) and slight residual infiltration of the right scarpa¿s canal (ae3). Neither event was treated, and the site has not completed relationship questions. Clinical review nurse (crn) assesses these as not related to the study device/procedure. On (B)(6) 2022, the patient experienced an aortic aneurysm (ae4) treated with aorto-bi-iliac bypass. The site has not completed relationship questions; the crn assesses this as not related to the study device/procedure. The 12-month visit on (B)(6) 2022 did not include imaging. The 2-year visit on (B)(6) 2023 does not include imaging data. However, on the same date, the patient experienced a type ia endoleak (ae5), treated with placement of a proximal stent. Relationship questions have not been answered; the crn assesses the event as related to the proximal device. The site commented, ¿a probable type I endoleak without an increase in aortic diameters, although there is evidence of folding of the thoracic stent graft at the curve: (B)(6) 2023. Placement of a stent + (crco xxl) on the proximal section to ensure the stent is properly positioned to manage the type I endoleak: (B)(6) 2023 there appears to be persistent endoleak at the proximal level or a type ii endoleak. However, the proximal stent appears to be well positioned since the last procedure on (B)(6) 2023.¿ this is the only mention of device folding. On 25oct2023, 3-year follow-up imaging revealed completely thrombosed thoracic false lumen, no abdominal false lumen, patent study devices, thrombus in a study device, and no device issue. On 04oct2024, 4-year follow-up imaging revealed no device issue, with data entry pending for other information. Additional information received on 28may2026: the site updated the sequence of devices for this patient (411-073). They were previously all noted as most proximal. The updated order from proximal to distal is: zta-pt-42-38-225 (e4054770), zta-pt-42-38-173 (e4008386), zta-p-38-217 (e4057766). This would mean the type ia endoleak would be related to zta-pt-42-38-225 (e4054770). In addition, the site updated 1-month imaging to show no thrombus. Newly added 2-year imaging does not show thrombus. The previously entered 3-year imaging still indicates thrombus. This has been queried for accuracy and for which device. Newly entered 4-year and 5-year imaging does not show thrombus. The newly added 2-year imaging notes a partially thrombosed thoracic false lumen due to ¿endoleak type 1¿ and a device issue (kink) in a zta device. I have queried to determine which of the 3 ztas (likely the one related to the endoleak based on other information). The newly added 4-year and 5-year imaging notes partially thrombosed thoracic false lumen due to collateral circulation from intercostals in zone 4. An si has been added related to ae5 (endoleak), but notes it was done due to the device kink. A new stent was placed. Ae2 (slight opacification of the false channel) has been updated to device and procedure-related, also related to treated aortic disease. Not a device deficiency. Ae3 (slight residual infiltration of the right scarpa¿s canal) has been updated to procedure-related. Ae4 (aortic aneurysm) onset date was changed from (B)(6) 2022 to the same date as the study procedure. This has been queried as it may be that it would be considered part of the patient¿s history and not an ae if known prior to the study procedure, even if treated later. Relationship questions were answered showing not related to study device/procedure, related to treated aortic disease. Ae5 (endoleak) relationship questions answered, noting related to device and treated aortic disease, not related to study procedure. Also noted as a device deficiency due to kinking. Patient outcome: the thrombus noted on 1-month imaging was also seen on 3-year imaging. No secondary interventions have been entered.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.